Manufacturer narrative:
Philips service replaced the mrc 200+ 0407 rot-gs 1004 x-ray tube, calibrated it, and tested the system successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an x-ray generator error occurred due to tube current being out of range, making imaging impossible on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.